Event description:
Pca pump malfunctioned, staff rn unable to restart or reset pump. No harm to patient. A new pump was found, and medication were able to be given without further delay. Device was sequestered by biomed team and problem was unable to be reproduced. There wasn't any physical damage or abnormality with the device, and it will be sent out to bd for further evaluation and investigation. Of note, the device had the most recent software update.